Event description:
It was reported that "the pump alarmed system error 7 during use on a patient. As a result, the pump was swapped out without issue. There was no report of patient complications, serious injury or death". Additional information received stated that the "field service representative (fsr) could not duplicate the alarm. The umbilical cable assembly was sent to and replaced by hospital biomed". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint of system error 7 is not confirmed. Sample was returned to manufacturer for investigation. Returned for investigation was an ac2 display cable (p/n: 96-3701-001). The part was returned in a brown cardboard shipping box, protected by protective shipping packaging. Visual inspection of the display head was performed, and a kink was noted to the cable, which lined up to the top of the helium compartment door. This damage is consistent with the cable being pinched in the helium compartment door. No other abnormality was noted. The display cable was installed onto a known good ac2 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. Pumping was initiated. The system had a normal response to the hard keys. Each hard key was pressed multiple times (wait for more than 8 seconds on each press); and the pump properly issued a system error 7 alarm. All the waveforms and icons displayed correctly. The pump was left to run for over 60 minutes with no issues. The returned display cable passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "the pump alarmed system error 7 during use on a patient. As a result, the pump was swapped out without issue. There was no report of patient complications, serious injury or death". Additional information received stated that the "field service representative (fsr) could not duplicate the alarm. The umbilical cable assembly was sent to and replaced by hospital biomed". Patient condition reported as "fine".